Event description:
It was reported that the programmer would intermittently lock up and display a system error code when switching between programmer and analyer. The service disk was run to fix the error. No patient involvement was reported with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.